Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history lot number was reviewed and no relevant nonconformities were found that would have led to the reported complaint.

Event description:
The complaint/event occurred on an unspecified date and involved two chemolock¿ vented vial spikes, 13mm. The customer reported that the tips on the syringes disconnected on these devices. There was no report of any human harm associated with the event/complaint.

Manufacturer narrative:
The device is not available because it was discarded by the customer. A review of the device history record is pending.